Event description:
Material #302832 , lot # 4277752, mat# 302832 lot# 4277752 syringes are growing mold.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the syringes are growing mold. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. The sample is a syringe plunger rod with the rubber stopper only. A visual inspection was performed with 30x magnification. No defects, imperfections or foreign matter of any kind was observed. The sample was sent to a laboratory for analysis. The report concluded that no mold was found on the sample returned. A device history record review was completed for provided material number 302832, lot 4277752. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the syringes are growing mold. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. The sample is a syringe plunger rod with the rubber stopper only. A visual inspection was performed with 30x magnification. No defects, imperfections or foreign matter of any kind was observed. A device history record review was completed for provided material number 302832, lot 4277752. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.